Event description:
Facility personnel states the locking mechanism on the reclining back will not lock on the right side. This is caused due to patient transfers to chair on this side and all the weight bears down on it.